Manufacturer narrative:
The pump and catheter were returned to the manufacturer. Analysis of the pump on 2017-jul-20 revealed no anomaly. Analysis of the catheter on 2017-jul-20 revealed no significant anomaly; the catheter returned incomplete / in segments and met acceptable testing. As per the pump¿s log, baclofen with concentration 500.0 mcg/ml was being administered via a simple continuous dose rate of 143.98 mcg/day as of (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative confirmed the drug in the pump was gablofen.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was indicated that the pump was infusing intrathecal lioresal. The patient's pump and catheter were replaced and returned to the manufacturer for analysis. It was reported that that the reason for removal of the infusion device was because its performance was in question. It was reported that the catheter was removed because it was thought to be occluded, although it was noted that the occlusion was not verified. The device was used in the patient and was intended for treatment. There was no patient death related to the event. It was indicated that no patient injury occurred, and the patient recovered without sequela. There were no rotor or dye studies performed. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
The main component of the device system; other relevant components referenced include: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen [500 mcg/ml] at a dose of 144 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the patient was not responding to therapy and was experiencing sub therapeutic results based on concentration and dosing. The pump performance was in question. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The patient underwent surgery to determine if there was an issue with the catheter or pump. Diagnostics were run intraoperatively as the pump and catheter were tested and everything was found to be in working order. It was noted that the dosing was in question. The system was replaced on (B)(6) 2017 and analysis was requested on the explanted devices that would be returned by the representative. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred). No further complications were reported or anticipated.